Event description:
The product was returned for investigation. The product was approx. 6 years and 8 months old when the incident occurred. An investigation was done to look into the customers complaint. The inspector found that the product had a burn cut on the cord near the strain relief. This was the source of the issue and was caused by the customer wrapping the cord under the switch during use. The investigator also found other signs of misuse, which are observed when the pad is folded/ laid on during use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".

Event description:
Customer stated "caught fire in her hand as she was hold the toggle switch down." The product has not been returned for investigation. The product was approx. 5 years and 7 months old when the incident occurred. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. Without the presence of product, bce cannot make any further determinations. Customer did not seek out medical attention.